Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the vent, while on a patient, was put into standby mode and within 5 - 10 mins the device went back into vent mode spontaneously. And produced a "squealing" sound. Customer noted that one sensor tube became disconnected. Patient was moved to a different vent. Customer states that this has happened once before, no date for that instance. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. Patient was moved to another vent. The event did not cause or contribute to a death or serious injury to a patient. No part was replaced because the issue could not be reproduced. After the device was successfully checked and calibrated it was released back into use. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
The following was reported to hamilton medical ag: the vent, while on a patient, was put into standby mode and within 5 - 10 mins the device went back into vent mode spontaneously. And produced a "squealing" sound. Customer noted that one sensor tube became disconnected. Patient was moved to a different vent. Customer states that this has happened once before, no date for that instance. No patient harm or consequences.